Event description:
It was reported that the device logged an event code in the memory during the 3am self-test. Physio-control evaluated the device and found it inoperable, unable to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the failure to be a disconnected pcb mounted jack connector, j11, from the main pcb assembly. Physio re-established the connection and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.